Manufacturer narrative:
Pod data indicated the pod operated and delivered insulin as intended during operation. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. Insulin was observed to exit the fluid path at damage in the exposed portion of the soft cannula. It could not be determined when or how this damage occurred. This damage cannot be confirmed as the cause of the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 500 mg/dl, while wearing the pod between 36 and 48 hours, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.